Event description:
A customer reported that their pump button was sticking. There was no reported impact to the customer's blood glucose level. The customer declined a callback, and no further action was required.